Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an issue with calibrating the code on his onetouch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient tests his blood glucose 6x daily. The patient manages his diabetes with 70/30 insulin (10 units before meals) and regular insulin (5 units). The patient denied making changes to his usual diabetes management routine. The alleged issue began on the evening of (B)(6) 2012. The patient reported he was not able to continue testing his blood glucose due to the alleged issue. About 4 hours after, the patient claims he felt high blood glucose symptoms of blurred vision and a burning sensation in his feet. The patient denied receiving medical treatment; however, stated he tried to watch his diet. The patient denied testing his blood glucose on another device. At the time of troubleshooting, the cca noted the patient was using expired test strips for testing. The cca walked the patient through correctly coding the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.